Event description:
It was reported that a hyperglycemic event occurred while using the ilet system, with the user indicating either incorrect meal dosing or impaired insulin absorption at the injection site as potential causes. Symptoms included high blood glucose. Outcomes included no reported alarms or alerts and no reported medical intervention or hospitalization. Investigation included collection of additional information from the user to clarify dosing, site status, and event details. Investigation of this case revealed that the cause remained undetermined based on the available information and that no device alert behavior was reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.